Event description:
The customer reported the system displayed a cine disk error message. This message will result in a loss of cine function. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.